Manufacturer narrative:
The company was notified of a supplement fixation surgery with additional company's promis implants. No failure was indicated in the original procedure or in the implanted implants. Explants were not obtained for investigation and no information on the primary case were provided, therefore, it was not possible to investigate the explant or trace the relevant production lots. The rates of re-operation including supplemental fixation for the promis system is within the anticipated and reported rates in the literature for similar systems.

Event description:
The company was informed about a scheduled supplemental fixation surgery in germany of a promis system.